Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4) clinical study. It was reported that post procedure of percutaneous coronary intervention, patient experienced atrial fibrillation, ventricular fibrillation and pulseless electrical activity. In (B)(6) 2010, the patient presented with precordial pain and was diagnosed with myocardial infarction and cardiac catheterization was recommended. The target lesion was de novo lesion located in the mid left anterior descending (lad) artery with 80% stenosis and was 12 mm long with a reference vessel diameter of 2.6 mm. The physician treated the lesion with pre-dilation and placement of a 2.50 x 16 mm taxus liberte stent. Following post dilation residual stenosis was 0%. One day post procedure patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented due to altered mental status with coffee ground emesis and was hospitalized on the same day. The subject was found to be in acute chronic kidney failure, metabolic acidosis, hypotension, mild anemia. The events were treated medically. One day from admission, the patient developed septic shock and urosepsis. Then 2 days from admission, patient developed atrial fibrillation. At the time of the event the patient was taking aspirin (the study drug was last taken 5 days prior to admission). Digoxin and benzodiazepines were given but subject did not respond. The subject was shocked multiple times followed by adenosine and two additional rounds of cardio versions, but without success. Phenylephrine and amiodarone were given but subject continued to deteriorate and cardiopulmonary resuscitation was initiated with 5 rounds of epinephrine with bicarbonates, magnesium and dextrose 50%. The main coarse ventricular fibrillation then rapidly progressed to pulseless electrical activity and finally to asystole. There was no cardiac activity at all. At 15:14 hours the patient died.

Event description:
It was further reported that in (B)(6) 2013, the patient was found unresponsive in the nursing home surrounded by coffee-ground emesis. The patient was found to have purulent urine and was treated with IV fluids and antibiotics. The atrial fibrillation that occurred 2 days from admission was associated with rapid ventricular response.